Manufacturer narrative:
Device had unresponsive button due to corroded keypad trace. No button error alarms occurred. Device returned with missing end cap sticker. Unit had cracked around battery tube and reservoir tube.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 518 mg/dl. Customer treated high blood glucose with manual insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.